Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-12075. Information contained in this report was previously submitted through asr / psr on 26-apr-2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, "lumps" under arms (lymphadenopathy), and "lumps of silicone" in armpits (silicone migration). The reported event of lymphadenopathy is a physiological complication, and device analysis typically does not help allergan determine the cause. Clarification to partial onset date - b3: march 2018 reported.

Event description:
Patient reported "ruptured". Subsequently, the patient reported "all the lumps under my arms from the rupture". Later, the patient reported "pain in my breast" and "lumps of silicone" in armpits. This record is for the right side. The device remains implanted.